Manufacturer narrative:
The product was returned. Solution is dried on the lens. Both haptics are bent in the gusset and distal area. The optic is cut into two portions, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Qualified associated products were provided. The product investigation could not identify a root cause for the reported complaint. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Due to the exchange of a multifocal toric lens to a monofocal toric lens, and the difference in cylinder between the original implant lens model and the replacement lens model may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was unable to tolerate "glare and halos." The iol was exchanged for a monofocol lens approximately one month after the initial implantation. Additional information has been requested.